Event description:
It was reported, that the patient presented for next day post-implant follow up. An interrogation the device revealed, loss of capture. And decreased sensing exhibited by the right ventricular lead. A subsequent chest x-ray confirmed, that the lead had dislodged. The patient was scheduled for explant and lead was replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and low r-wave amp variation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After the lead was cleaned, the helix could be extended and retracted by when torque was directly applied at the connector pin. The full helix extension length was measured within specification. The reported events of loss of capture and low r-wave amp variation were not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusion.

Manufacturer narrative:
Correction of h6 code - investigation conclusion.